Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: customer returned photos of 3/10cc syringes and a shelf carton from lot # 8204659. Customer states that there is variance in the markings. The attached photos were examined and it is difficult to determine if the scale markings placements fall within specification solely from the attached photos. A review of the device history record was completed for batch# 8204659. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [(B)(4)] noted for scratched print. There was one (1) notification [(B)(4)] noted for missing zero line. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as it is difficult to determine if the scale markings placements fall within specification solely from the attached photos. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the scale markings on the bd micro-fine¿ insulin syringe needle were off by a "0.50 level actually nearer a whole unit". The defect was noticed after use on the consumer's diabetic cat, who reportedly received a higher dose than the needed "1/4 to 1/2" units. The following information was provided by the initial reporter: "I use the bd micro-fine 0.3ml (30g) x 8mm needles for my diabetic cat. I am quite concerned with the variance in the markings. Sometimes it can be as much as to make what I believe to be a 0.50 level actually nearer a whole unit. As I was fairly new to using these type of syringes I did not notice the difference for a while. It was only after talking to a few people with diabetic cats that they told me to check closely the markings. When I did I was shocked. Trying to get my cat regulated has been hard, not helped by poor markings. He may only need 1/4 to 1/2 a unit sometimes. It looks like there were times when he had a higher dose than was needed, not a good thing, could have been quite serious."